Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the customer observed a desaturation measurement between 35% and 80%. The clinical observation of the patient showed no signs of desaturation; the patient had no blue lips, instead, the patient was pink in color. The emitter and detector were aligned. The nurse dis- and re-connected the sensor, but the issue persists. The sensor was replaced with a new sensor and the issue was resolved. Normal spo2 values were observed. No consequences or impact to patient.